Event description:
This lead was an attempted implant on (B)(6) 2012. The physician could not us get good sensing with the lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).